Event description:
One endeavor sprint rx drug-eluting stent was implanted in the proximal lad and one endeavor sprint rx drug-eluting stent was implanted in the 1st diagonal branch (overlapping) (MFR report # 2953200-2009-00691). Patient was asymptomatic/free of symptoms at 30 day follow up. It is reported that patient experienced an ischemic stroke approximately 3 months following index procedure. It is reported that 'patient was assigned for dilatation of the left art. Carotis int.' Patient suffered a stroke upon that occasion and was hospitalized. Investigator has indicated that event was not related to the study stent. Patient was asymptomatic/free of symptoms at 6 month follow up.

Manufacturer narrative:
Evaluation code, results: stroke.